Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31264952l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and a steam pop occurred 30 minutes from the initial use of the qdot when ablating on the posterior wall of the right pulmonary vein (rpv). There was also a problem switching from low/high flow rate. The flow rate switch issue was noted while the catheter was in the patient's body. When the event occurred, there were no issues noted regarding the settings of the bwi devices. The qmode setting was 40w with a target temperature of 47 degrees c. Anticoagulation was administered with an act (activated clotting time) value of 300. The medical team confirmed that there were no abnormalities observed prior to using the product. During the procedure, an echocardiography was performed and no pericardial effusion was noted. After the procedure, the same as also confirmed. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 17-may-2024, bwi received additional information regarding the event. The medical team reiterated that echocardiography was performed, blood pressure was checked, and the patient was found to be stable. Then the procedure was continued and completed without problems. Nothing was replaced. No generator repair has been performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).